Event description:
It was reported the videoscope had no image. The issue occurred during preparation for use for a diagnostic tracheoscope procedure. The facility finished the procedure with the replacement device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: we presumed that water/moisture invaded the device and image sensor unit/circuit board inside connector was damaged by the water, leading to the suggested event. Olympus will continue to monitor field performance for this device.